Manufacturer narrative:
Reported event of basket wire broke. Visual assessment found the basket was closed when received. One of the basket wires was missing/detached, and was not returned. The broken ends of the missing basket wire were examined under magnification, and the basket wire appeared to be broken under stress. There is no evidence of laser contact. A functional evaluation found the basket would open and close without issue. The thumbwheel would turn freely. The pinch vise would turn, and the basket would rotate. During manufacturing, the devices are 100% inspected for device functionality/integrity. Most likely, the defects identified were due to some operational or anatomical aspect of the procedure. Therefore, the most probable root cause for this complaint is operational/physiological context. The device history record review found the device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an optiflex¿ stone retrieval basket was used during a procedure performed on (B)(6) 2015. According to the complainant, during procedure, the basket won't open. The procedure was completed with another optiflex¿ stone retrieval basket. There were no reported patient complications as a result of this event. This event has been deemed a reportable event based on the investigation result of basket wire broke.